Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during the pt's work up for a heart transplant, the clinician observed that the outflow bend relief has slid off the pump housing. The pt is closely being monitored at the transplant center.

Manufacturer narrative:
These reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The information available to the manufacturer indicated that, approximately 16½ months post implantation of the lvad, the hospital made a diagnosis of the detachment of the patient¿s bend relief from the sealed outflow graft based on a review of x-rays. The x-ray images taken by the hospital were not provided to the manufacturer for further analysis. The patient remains ongoing on lvad support with no further related issues reported. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the information available, the manufacturer was unable to confirm the report of a detached bend relief from the sealed outflow graft. These reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly¿s resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further information is available. The manufacturer is closing its file on this event.